Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized the event. On an unreported date, the patient started treatment with injection vancomycin (1g in the first bag than every fifth day; route and duration not reported) and injection meropenem (1g in the first bag then 500 mg in each bag thereafter; route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.